Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data was not yet available. This pacemaker remains in-service. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. Disk data was provided for analysis, which subsequently found that this device is depleting normally with no evidence of premature battery depletion (pbd). The device has no unusual faults or resets and the battery current consumption is within expectations based on therapy programming. Boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data was not yet available. This pacemaker remains in-service. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Subsequently, device data was provided for analysis. Analysis found this pacemaker to have normal battery depletion. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data was not yet available. This pacemaker remains in-service. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Subsequently, device data was provided for analysis. Analysis found this pacemaker to have normal battery depletion. No adverse patient effects were reported.' Additional information was received. This pacemaker was subsequently explanted prophylactically. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Evidence of chronic sensing of high atrial rates correlated with increased power consumption. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Additional information was received. Disk data was provided for analysis, which subsequently found that this device is depleting normally with no evidence of premature battery depletion (pbd). The device has no unusual faults or resets and the battery current consumption is within expectations based on therapy programming. Boston scientific no longer considers this to be a reportable event.